Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure on an unknown date topical skin adhesive was used. Post operatively, when the patient returned to the doctor, as part of a regular post operative visit, the patient complained of a rash and redness around the incision, where the topical skin adhesive was applied. The incision was treated with topical creams and antibiotics and the patient was released. Additional information has been requested.